Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous atrioventricular branch of the right coronary artery (rca). A 2.50 x 12 mm taxus express2 stent delivery system (sds) was advanced, but could not cross the lesion. When the device was removed from inside the pt, it was noted that the stent was damaged. The procedure was completed with a different device and no pt complications were reported. The pt's current condition is listed as "good".

Manufacturer narrative:
(B)(4).